Manufacturer narrative:
Event and therapy dates are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-21920. It was reported that the patient was unable to increase the stimulation amplitude. The stimulation strength decreased on its own. Patient suffered a fall approximately on (B)(6) of 2020 and the issue started from then on. Diagnostics indicated high impedances in one of the supra orbital lead. To address the issue patient may be awaiting surgical intervention. It is unknown which lead has high impedance. Therefore, both leads are reported.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein one of the supra orbital lead was replaced and effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.